Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while customer was getting out of the car, and hit the metal door causing the touch screen to shatter. Customer was unable to turn pump on due to the shattered screen. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to a backup pump and lantus for insulin therapy.